Event description:
Customer experienced an elevated blood glucose of 448 mg/dl with small ketones resulting in a visit to the emergency room (ER) on (B)(6) 2025. Customer bolused via the pump in an attempt to resolve the issue, and a pump system check confirmed that it was functioning correctly. Customer received intravenous fluids and insulin treatment, which successfully resolved the blood glucose issue, and was discharged from the emergency room later the same day without any permanent damage.